Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9 . If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, ¿it was reported that the surgeon sheared off edge of liner trial during explant. Surgical delay was unknown¿. The product returned to medtech orthopaedics for evaluation. The medtech orthopaedics team conducted a visual inspection of the returned device. Visual analysis revealed that the pin trl lnr neut 46odx28id has a portion of the bottom rim broken off, fragments were not returned for evaluation. It is worth mentioning that the product information of the device was within the broken fragment. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces, such as, heavy usage during the assembly and disassembly process or unintended impaction forces. Properly handling and attention to the approved use of the device diminishes the risk of failure. A dimensional inspection and functional testing were not performed as it is not applicable to the complaint condition. A manufacturing records evaluation (mre) was not performed as no lot number was retrieved due to the condition of the returned device. The overall complaint was confirmed as the observed condition of the pin trl lnr neut 46odx28id would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing records evaluation (mre) was not performed as no lot number was retrieved due to the returned condition of the device. H11 additional narrative: corrected: h3.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon sheared off edge of liner trial during explant. Surgical delay was unknown.